Event description:
The customer reported that while the iabp was in use during transport of a critically ill pt, the iabp generated a low battery alarm and the pump shutdown. The pt expired. The customer does not attribute the pt's death to the iabp, but rather to the pt's critical condition.

Manufacturer narrative:
The device history record for the iabp was reviewed and no nonconformances were noted. A company rep evaluated the iabp and confirmed a short battery runtime. He replaced the batteries (part number: 0146-00-0039). The iabp was tested to factory specification. It functioned normally and was returned to the customer. We have requested that the batteries be returned to the mfg facility for eval. A supplemental medwatch report will be submitted when new info becomes available. (B)(4).